Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a pump module was provided for investigation. Review of the logfiles did not reveal any anomalies and the reported problem could not be reproduced. However, issues were identified with the pump, which was subsequently sent to the supplier for further investigation. A leak and other unrelated problems were detected, making repair unfeasible. As a result, a root cause could not be determined for this issue.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva nexus surgical system are included in the analysis (nx-high infusion-*). Since 2022 more than 320.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during the vitrectomy procedure, the infusion line caused a retinal tear and began infusing behind the retina. Diathermy/ laser treatment was utilized to repair the tear. Due to the reported event, surgery was prolonged >30 minutes.

Event description:
We have been informed that during the vitrectomy procedure, the infusion line caused a retinal tear and began infusing behind the retina. Diathermy/ laser treatment was utilized to repair the tear. Due to the reported event, surgery was prolonged >30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during the vitrectomy procedure, the infusion line caused a retinal tear and began infusing behind the retina. Diathermy/ laser treatment was utilized to repair the tear. Due to the reported event, surgery was prolonged >30 minutes.

Manufacturer narrative:
The complaint is still under investigation. Preliminary results or conclusions are not yet available. Please be informed that the item subject to this complaint was sent to our supplier for further investigation. We are currently awaiting the results.